Event description:
The manufacturer received information alleging a trilogy 100 ventilator was not able to complete pre-evaluation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation during which time the device failed pre-evaluation due to the liquid crystal display (lcd) screen being blank. The device's system and central processing unit circuit boards required replacement to address the issue. However, no repairs were completed because the device not needed for inventory and was scrapped.